Event description:
Boston scientific crm received information that this local representative contacted technical services to report difficulties with device interrogation and the inability to obtain diagnostic lead measurements. The local representative informed technical services that recording of daily measurements (dm) had stopped and there were no stored epsiodes in (B)(6) 2010. Technical services discussed a possible random component issue and that the patient may not be protected. Technical services suggested that a save-to-disk and memory dump be performed for return and analysis. Boston scientific crm received information that the patient was scheduled for an invasive procedure to replace the device. The device was returned to boston scientific's post market quality assurance laboratory for analysis.

Manufacturer narrative:
Upon receipt, initial device testing by boston scientific's post market quality assurance laboratory found that the device was capable of delivering pacing output, however, tachycardia therapy was not available. Extensive testing found that specific areas of device memory had become corrupted rendering the device incapable of delivering programmed high energy tachyarrhythmia therapy and impacted the measurement control software used for diagnostic measurements. Utilizing a specialized engineering programmer, the device's firmware latch-up condition was corrected and additional laboratory testing was undertaken. Bench testing found that the device was now capable of performing all manual diagnostic tests. The device was put through and passed pacing, sensing and shocking functionality testing. The root cause of the reported product performance issue was attributed to memory corruption which may have occurred from exposure to cosmic radiation, therapeutic radiation or strong magnetic fields.